Event description:
It was reported that during the implant procedure the lead¿s helix would not extend completely. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. . The analyst noted that the helix is bent and no further helix testing is possible. If information is provided in the future, a supplemental report will be issued.